Event description:
It was reported that after a roux en y procedure, a post-operative abscess and leak were found. There were no issues reported during the original procedure. The patient status is unknown. Black, green and gold cartridges were used in the original procedure. One device was discarded.

Manufacturer narrative:
(B)(4); device was not returned for evaluation. The following information was requested, but unavailable: who is the surgeon? What was the time frame between initial procedure and reop? How was the leak identified? How was the leak addressed? Current patient status?